Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
The service department of olympus (B)(4) was informed from the facility that in unspecified timing the front panel display of the subject device blinked and the subject device gave error e202 which indicated the subject device had broken down. The facility replaced the subject device to another device and completed the gastroscopy. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to correct initial report submitted on july 31, 2020. As a result of the investigation, olympus medical systems corp. (Omsc) concluded that this complaint was not reportable event.